Event description:
After delivering two shocks at 120 and 150 joules to a patient , on the third shock at 200 joules, the device displayed a "pacer fault 117" message. There was no adverse effect to the patient due to the reported malfunction.